Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a unspecified malfunction. No further details provided. There is no patient involvement.

Event description:
It was reported to philips that the device had a unspecified malfunction. No further details provided. It was later reported the unit had interference of the ECG waveform. There is no patient involvement. One processor pca was returned for failure analysis. The reported customer issue was not duplicated as the ECG test showed a clear waveform. However, the processor pca did have a failure as the som oca was found defective due to a wlfs error.